Event description:
The procedure used 2 trellis devices. The physician placed the first trellis in the ivc and the left iliac vein. The physician then placed it in the left femoral and popliteal vein for another 5 minutes. We then moved onto the patient's right leg. The physician placed the trellis catheter into the proper location and tried to advance the inner motor rotation device into the catheter with no success. The physician decided to use a second trellis device. After five minutes of infusion, the physician removed the rotational motor then used a wire to exchange the trellis catheter. At this point the trellis catheter broke when the physician tried to remove the device through an 8fr sheath. The distal balloon and part of the infusion section was in the patient's popliteal vein floating freely. After twenty or more minutes the physician was able to snare and remove the trellis catheter.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.